Event description:
Flo-vac handcontrolled suction/irrigator, blue trumpet valve was sticking. Doctor unable to irrigate. A second handpiece was opened and primed. It worked correctly and the case was continued without any pt injury. Event abated after use stopped or dose reduced: yes.